Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Customer returned one test strip only - unable to test. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 85 to 100mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 07/18/2018. Product is stored according to specification. Review meter memory: true balance 128, (B)(6) 2016 07:00:00 am, fasting. True balance 187, (B)(6) 2016 07:00:00 am, fasting. True balance 126, (B)(6) 2016 07:00:00 am, fasting.